Event description:
It was reported to philips a rattling sound was heard following the return of the device to the customer from the repair bench. There was no patient involvement.

Manufacturer narrative:
It was reported to philips a rattling sound was heard following the return of the device to the customer from the repair bench. The manufacturer's bench repair technician evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that a malfunction occurred with the breaking of a screw during servicing of the device. The device was sent back to the repair bench, where it was determined that this damage could not be repaired. The customer will be issued a replacement. No further evaluation is warranted at this time.